Manufacturer narrative:
A ge representative performed an onstie investigation. The customer was advised to replace the steering. The customer decided not to proceed with repair.

Event description:
The fe reported that it was very hard to adjust the wheels (stiff steering). There is no report of death or serious injury associated with the complaint.